Event description:
It was reported that the right atrial (ra) lead exhibited an intermittent undersensing which was observed via presenting electrogram. The atrial signal amplitude measured less than or equal to 0.5 millivolts. The boston scientific technical services consultant discussed the option of having the patient perform a patient-initiated interrogation to view a more recent upload, noted that the device appeared to be set at a fixed 0.75 millivolt atrial sensitivity, and reviewed troubleshooting and programming options. As of this time, this ra lead remains in service. No adverse patient effects were reported.